Manufacturer narrative:
The site nurse later reported that the disc from radiology had many extra exams burned onto it and this is why it took the navigation system a long time to load the data. No further issues reported. Site did not wish to troubleshoot the issue further as it was an isolated incident related to the extraordinary amount of data on that particular disc.

Event description:
A site representative, registered nurse (rn), reported that a navigation system took a long time to load a computed tomography (CT) 141 slice, thickness of 1mm after selecting the unstructured format. No specific measurement of time was provided. The system was re-booted, the exam re-loaded and the exam showed horizontal lines on 3d model and orthogonal views. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was recommended to the registered nurse (rn) that a new cd be requested from their radiology department. No parts have been returned to manufacturer for analysis.